Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5370 showed fifteen other similar product complaint(s) from this lot number.

Event description:
It was reported "leaking at the hub." Additional information received 03/31/2022 "there wasn t a crack in the hub that was causing a leak. It was a misalignment of the two halves of the hub that caused the needleless connector to not sit correctly. No matter how tight you tried to put the cap on, the device leaked when it was flushed."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leaking catheters was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was two 4fr s/l powerpicc catheters. Both samples exhibited use residues throughout. Attempts to infuse water through the samples using a 12ml syringe revealed both lumens to be patent to infusion; however, leaks were observed at the junctions between the luer adapters and the syringe. Microscopic inspection of the luer adapters revealed protrusions in the luer material within the orifices. The mold defects appeared to prevent firm attachment of the syringe. Longitudinally aligned scoring marks were observed within the orifice adjacent to the mold defect. The molding defects observed within the luer orifices prevented firm attachment with the syringe and resulted in leakage at the interfaces between the catheters and the syringe. Bd is working closely with manufacturing to prevent recurrence of the reported event. H3 other text: evaluation findings are in section h.11.

Event description:
It was reported "leaking at the hub." Additional information received 03/31/2022 "there wasn't a crack in the hub that was causing a leak. It was a misalignment of the two halves of the hub that caused the needleless connector to not sit correctly. No matter how tight you tried to put the cap on, the device leaked when it was flushed."